Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose for several hours while using the ilet and was instructed to remove a contact detach infusion set; no issues were observed with the removed set, the infusion set was changed, and insulin delivery was resumed, after which glucose values declined steadily. Symptoms included hyperglycemia. Outcomes included recovery without escalation of care. Investigation included customer service troubleshooting and education, infusion set replacement, and follow-up to confirm glucose response and obtain the infusion set lot number. Investigation of this case revealed no confirmed device or infusion set malfunction, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.